Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 100 mg/dl, 300 mg/dl, 200 mg/dl, 95 mg/dl, 80 mg/dl, over 250 mg/dl, 47 mg/dl and over 50 mg/dl. Customer was assisted with troubleshooting. The device will not be returned for analysis.